Event description:
The facility reported the client fell back into the chair during a transfer when the sling clip came loose. The client sustained an injury to the right shoulder. No treatment was described.

Manufacturer narrative:
The device was examined by an arjohuntleigh investigator and was found to be in good condition. The accessory sling is a special design specific for the customer. The sling was in good condition, except for the shoulder clips. One clip had torn away from the strap. Based on the info provided, the manufacturer has determined that the root cause of this event is that the stitching was too near the edge of the strap. This caused the web of the strap to unravel and the clip to come loose from the strap. This is due to the strap of the sling not being correctly sewn. The custom-designed sling has a clip-to-clip distance of 10 cm. It is not possible to produce a safe stitching with a distance of less than 13 cm. The manufacturer has concluded that in the future, no special designs will be accepted that need a clip-to-clip distance less than 13 cm.